Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure due to pulmonary carcinoma, performed on (B)(6) 2010. According to the complainant, the stent was being placed for a 13mm diameter, 3cm long stricture in the right primary bronchus. The anatomy was reported as not tortuous and the stricture was not predilated. When two-thirds of the stent was released, the deployment suture broke and the stent was not able to be released. The device was removed from the patient and bleeding was noted at the site of the target lesion. The patient's oxygen saturation levels decreased, and blood suction with hemostasis was performed through the scope. The patient's condition became stable and the procedure was completed by placing 2 ultraflex stents to completely cover the stricture. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required; bleeding), (deployment suture broken; stent, partially deployed). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a stent placement procedure due to pulmonary carcinoma, performed on (B) (6) 2010. According to the complainant, the stent was being placed for a 13mm diameter, 3cm long stricture in the right primary bronchus. The anatomy was reported as not tortuous and the stricture was not predilated. When two-thirds of the stent was released, the deployment suture broke and the stent was not able to be released. The device was removed from the patient and bleeding was noted at the site of the target lesion. The patient's oxygen saturation levels decreased, and blood suction with hemostasis was performed through the scope. The patient's condition became stable and the procedure was completed by placing 2 ultraflex stents to completely cover the stricture. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Examination of the returned device noted that the stent was partially deployed and that the deployment suture thread was broken. It was noted that the thread was frayed in appearance at the break site. It was possible to retract the remainder of the deployment suture thread and deploy the remainder of the stent without any issue noted. Examination of the deployed stent found no issues with its profile. A tactile examination of the delivery system found no anomalies. The most probable root cause is design. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.